Event description:
Tpn infusion finishing the bag too early with resultant air in the line to the filter and down the line beyond the air eliminating filter. Has occurred several times on (B)(6) 2016. Reason for use: post surgical malabsorption, congen absence, atresia. To administer tpn nightly for an infant unable to take oral.